Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came to hospital due to an alert for noise detected on the right ventricular lead. The lead was replaced. Patient did not received shocks or atp due to the noise.